Event description:
A report was received that a pt was scheduled to have the precision system explanted, because the stimulation made the pt's pain worse. The pt was reportedly doing well following the surgical procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn, as they were discarded by the medical facility.